Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced open circuits with the electrodes (specific date not reported). There are plans to explant the device however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.